Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, it is likely that the failure to cross was due to interaction with the anatomy. Additionally, it is likely that during the attempt to advance against resistance, the stent to become compromised on the balloon resulting in dislodgment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9:device available for evaluation updated from yes to no.

Event description:
It was reported that the procedure was to treat the renal artery with moderate calcification, heavy tortuosity and 80% stenosis. The 6x15 mm herculink elite stent delivery system failed to cross the lesion due to the anatomy and subsequently dislodged from the delivery system. The stent was removed with the delivery system catheter. There was no surgery or intervention. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.